Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Patient history included non-malignant pain, post lumbar laminectomy syndrome, and spinal pain. The patient developed a (B)(6) infection a few months after pump implant. The infection was at the pump site. The patient stated that she had 4 surgeries since (B)(6) 2014 and could not recall the date of pump explant or the date or year of the infection. Per the hcp, the event occurred "over 1 year ago" and the pump was explanted by his partner as the hcp was out of town. The cause of the infection was unknown. The patient had antibiotics for several months and the infection resolved.